Event description:
The reporter stated that their customer opened the box and the first three sets split when placed on an injector at 8 cc/seconds. No pt injury or treatment was associated with this event.